Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch vita meter was reading inaccurately high compared to her feeling/normal result(s). The customer service representative was unable to reach the lay user/patient by phone for follow-questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 (time not specified). Testing with the subject meter, the patient claimed she obtained blood glucose readings of "123mmol/l" (before breakfast, time unspecified) and "12.0mmol/l" (before lunch, time unspecified). The patient manages her diabetes with an unspecified set amount of insulin; however, the patient denied taking any action in response to the alleged inaccurate results. Following the alleged issue (date/time not specified) the patient claimed she developed symptoms of dizziness, shaking, and feeling angry (symptoms the patient associated with hypoglycemia). The patient, however, denied receiving medical intervention after the alleged issue began. At the time of troubleshooting, the csr verified the correct unit of measurements on the subject meter and noted that the patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.